Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: work order search. Result: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Received a voluntary event report from the FDA - # mw5065752. The patient reported had micl implantable collamer lenses, implanted bilaterally on (B)(6) 2016. The patient reported his pupils dilate in low light and cannot drive safely at night. The patient reported extreme halos, starburst and double/ghosting vision in most lighting, he has permanent white line glare and ghosting affect from laser iridotomies. The patient was prescribed omeprazole. The lens remains implanted.